Event description:
The patient was ¿admitted to the hospital overnight for observation. The patient was left at his current dose and he was basically the same as he was the day before.¿

Event description:
An alarm was heard and confirmed by telemetry as critical due to zero ml reservoir volume. It was stated that on (B)(6) 2012 the pump was refilled, and lioresal concentration was changed from 500 mcg/ml to 2000 mcg/ml. Pump was interrogated on the date of this report and was noticed to be still set to 192.28 mcg/day of a 500 mcg/ml concentration. With lioresal 2000 mcg/ml was in the pump so the patient was receiving a daily dose of 769.12 mcg/day. Bridge bolus was not programmed and the pump was alarming because the reservoir volume as it was not updated at the last refill. Patient did not report any adverse events from the drug change. Healthcare provider (hcp) programmed the pump to 2000 mcg/ml at 769.12 mcg/day, with a reservoir volume of 24.23 ml. Hcp was going to look into performing diagnostics on the infusion system because of the lack of change following the concentration change and large dose increase. The catheter was aspirated successfully and a dye study was indicated as to be performed. There was no therapy or medical problem. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8840 lot# serial# unknown.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter passer model: 8591-38, lot# d00003, implanted: (B)(6) 2011, explanted: unk. (B)(4).